Event description:
It was reported that during induction testing low, out of range, high voltage lead impedance was noted. The svc vector was programmed off. Dft testing was successful in the rv-can configuration. The lead remains implanted